Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The ipg seemed to be eroding but did not break skin. In turn, surgical intervention was undertaken on an unknown date wherein the system was explanted.